Event description:
The customer reported via phone call that they received a motor error alarm during a basal delivery. It was also reported the customer received a motor position encoder error alarm on their insulin pump. Customer's blood glucose was 100 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, prime test, excessive no delivery alarm test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm was noted. No motor position encoder error alarm was noted in the alarm history. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.